Manufacturer narrative:
The investigation into the delivery issues has been completed. The impella products were not returned for evaluation. The root cause of the delivery issue: anatomy was patient condition because of the patient's complex vascular anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female in acute myocardial infarction cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The physician had difficulty delivering the 5.5 device due to the patient's anatomy. After failed attempts, the procedure was aborted. An impella cp was placed through axillary graft for continued hemodynamic support. There was no patient harm.